Event description:
It was reported that a remote alert was received, indicating that this implantable device had entered safety mode. Boston scientific technical services was contacted and recommended an emergent surgical replacement procedure to resolve the event. It was requested that this device be returned upon explant, so that the root cause of the safety mode can be determined. At this time, the device remains implanted and in-service. No adverse patient effects were reported.